Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17876. It was reported that the patient experienced ineffective therapy. One of the leads had high impedance. Surgical intervention took place where wherein the explanted and replaced to address the issue. During the surgery, the plan was to reposition the other lead for better coverage. However, the lead was cut in error(related manufacturer reference number: 3006705815-2022-17890). As such, the other lead was also replaced. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Corrected data: h6 codes. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.